Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
During a generator change, this lead was found to be fractured. After lead repair was attempted but unsuccessful, the lead was capped. No adverse patient events were reported. Should additional information become available, this file will be updated.